Manufacturer narrative:
A product investigation was completed: the spare reamer tube is broken apart. The teeth are plastically deformed what indicates strong contact with the shaft of the screw which should have been removed. Therefore mechanical overloading situation while contact may have caused the breakage of the tube. The broken surface is homogenous what indicates material conformity. Review of the device history records shows that this lot was released after faultless final inspection, the used material is conforming to the specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted or explanted. (B)(6). Lot number 2303746 is invalid for the reported part number 309.480. Without a verified lot number, a review of the device history records could not be requested. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that four (4) instruments broke during a surgical procedure on (B)(6) 2015. No reported surgical delay. Additional information is not available. This report is 3 of 4 for (B)(4).